Event description:
The customer reported that there was a broken bracket/faulty power panel on the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the broken bracket. The system operates as intended.